Event description:
During open heart surgery, air entered the patient's aorta, requiring immediate clamping of the aorta and steep trendelenburg (head down) positioning of the patient to prevent air embolism to the patient's head. Surgeon suspected that the terumo over pressure safety valve failed, allowing air into the aorta through the aortic root cannula and cardioplegia cannula system. The patient exhibited symptoms of right cerebrovascular accident (stroke) postoperatively with left sided weakness, which resolved within 3 days.